Manufacturer narrative:
(B)(4) - infection; urinary problems; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2012 to treat sui and/or prolapse and mesh was implanted. It is also reported that the patient had ams - intexen and sparc implanted. The patient experienced pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No clarifying information is provided at this time.¿

Manufacturer narrative:
Additional information.